Manufacturer narrative:
(B)(4) - initial/final emdr submission, should further information be received a follow up will be submitted. Sample was not received by the customer for evaluation. The device history record stated that the lot number in question was manufactured within specification in accordance to internal procedures, no issues related to this complaint were found. Quality engineers stated that the customer used the incorrect part number for the described procedure. Part number 4416a, is not intended for internal vaginal use. Therefore the most probable cause is due to user error. (B)(4).

Event description:
Customer called on (B)(6) 2017 to ask if there had been any changes to the sponge sticks in the bd dry prep tray, item #4461a. Stated that patient complained of ¿internal scratches¿ to vaginal area post vaginal procedure. Please see questions and customer responses (in red) below which I received on (B)(6): when did this happen? In the last 72 hours. This issue occurred while performing a vaginal prep on the patient? Yes. Did the clinician notice the plastic part of the sponge stick protruding when it was removed from the patient? No. Did the issue involve more than one of the sponge sticks in the tray? Uncertain. Were they able to get the lot number off the tray at issue? No. When was the patient issue identified? Post op when the patient complained of internal scratches. Were the ¿scratches¿ visible or internal? Internal. Was any treatment needed? No. (B)(4).